Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 where the patient's system was explanted to address the issue.

Manufacturer narrative:
Correction: b5, d6b : date of surgery corrected. The reported event of ¿mechanical complications of implanted lead¿ was not confirmed due to explant damage. The lead was received complete but cut into several segments. Visual inspection revealed all lead wires were detached from the paddle electrodes. The lead was returned cut and damaged as a result of the explant procedure. Full functional test could not be performed due to being damaged.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 where the patient's system was explanted to address the issue.

Manufacturer narrative:
The date of event is estimated, during processing of this complaint, attempts were made to obtain complete device information.